Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgsfc099 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "3 items with leaking connector and no injury has been reported." This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that "3 items with leaking connector and no injury has been reported." Additional information provided 03/17/2023: the type of catheter securement utilized is not known. This report addresses the second device.